Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue. Customer's blood glucose (bg) was 38 mg/dl, cause was unknown. Customer drank juice and ate breakfast to resolve bg level.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on (B)(6) 2019 was 70 mg/dl. Therefore, the complaint could not be confirmed. Blood glucose (bg) of "low" (below 40 mg/dl) was recorded by continuous glucose monitor (cgm) at 8:37:21 pm on (B)(6) 2019 and at 5:22:14 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) was annunciated. Multiple tubing fills of size 20.7 and 17.1 were observed on (B)(6) 2019 at 1:11:24 am and 11:53:30 am. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On 9/6/2019 and 9/10/2019, user made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). Making bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob) could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.